Event description:
Assistance in downloading files was initially requested. It was then reported that pads warnings were issued during a pt use. Upon review of the incident and the 2 devices involved, it was determined that the users were not following the device's voice instructions. It appears the users were randomly pushing buttons and removing the defibrillator pads that delayed analysis at times and even prevented a shock from being delivered, although the device was properly analyzing and issuing shock advisories for a shockable rhythm.

Manufacturer narrative:
Method: a review of the devices' internal memory and ECG from the event showed the on/off and shock buttons were pushed many times and the pads removed several times. Conclusions: this event is being filed since it cannot be conclusively determined if delivering a shock would have affected the outcome. The training status of the users is not known. Devices were purchased from multiple distributors, including over the counter. There are many redundant design features to guide users on how to place the pads such as the pictures on the pads and pads cartridge, defibrillator's voice instructions and the labeling intended to be used in an emergency. There are also redundant design features that indicate when a shock is advised, including flashing led under the shock button, defibrillator's voice instructions issued by the defibrillator and the labeling intended to be used in an emergency. It was reported by ems that voice instructions were being issued, when they arrived on scene. There were two defibrillators brought to the scene; however, since the issue is not related to a specific serial number, only one MDR covering both involved serial numbers was filed. Second defibrillator: manufactured july 2005.